Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 14-dec-2023. Retained cartridge testing could not be performed as the lot expired on 09-apr-2023, prior to the investigation initiation date of 10-nov-2023. Although previous retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Al (product complaint level 2 and level 3 investigation procedure), total b-hcg cartridge lot p22297 is associated with a previously identified deficiency unrelated to the customer's observation of a high discrepant result. The deficiency is addressed by quality record 904333.

Event description:
On (B)(6)2023, abbott point of care (apoc) was contacted by a customer regarding I-stat b-hcg cartridges that yielded a positive results on a 12 year old female patient with sickle cell. There was no additional patient information at the time of this report. Return product is not available for investigation. Method date tested result sample I-stat, (B)(6)2023, 1214, 373 iu/l, a. Roche, (B)(6)2023, 1218, <1 iu/l , b. I-stat positive cut-off values: b-hcg = 5.0 iu/l , negative. 5.0 < ss-hcg < 25.0 iu/l , indeterminate. B-hcg = 25.0 iu/l , positive . There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event.